Event description:
It was reported that the patient with this implantable cardioverter defibrillator received six inappropriate shocks and four anti-tachycardia pacing due to what appears to be an atrial driven rhythm. The therapy for this event was exhausted. Boston scientific technical services discussed reprogramming options. This device remains in service. No additional adverse patient effects were reported.